Event description:
It was reported, the camera head had a hole in the cord. No error messages were observed as a result of the failure. No other devices were involved in the event. The issue was found during reprocessing. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the final investigation results. Corrected fields: d10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a hole in the cord. No error messages were observed as a result of the failure. No other devices were involved in the event. The issue was found during reprocessing. No patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.